Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error codes 23 experienced by the customer was associated with an endoscopic camera manipulator (ecm). Endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The ecm was returned to isi for failure analysis investigation. Engineering could not duplicate the reported system error code; however, as a precaution the ecm harness and embedded serializer patient manipulator (espm) board were replaced. As of february 1, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced a non recoverable system error code 23. With the assistance of an isi technical support engineer (tse), the site powered down the system; however, the system error persisted. The site then powered down the system again, cycled the breakers, and applied emergency power off (epo) before powering on the system. The system was working for approximately 10 minutes when the system error re-occurred. The patient had been under anesthesia for approximately 1.5 hours and docked to the system for 45 minutes when the surgeon made the decision to abort the planned procedure and reschedule for a later date. No patient harm was reported.